Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the trial worked good but ever since they got the implant, it didn¿t work as well. They are wondering if a wire may have moved during the surgery. Patient said more recently, they had randomly felt a vibration at the instep of their right foot, but was not sure if it¿s the interstim or not because they have had it turned off for a while and they do not remember if that happened before or after they did that.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-33 (lot: va1q1fm); product type: 0200-lead; implant date (B)(6) 2018; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.